Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#n5g1939y); sigphandle, sig power sigphandle handle (serial#(B)(6)); sigadaptxl, sig power sigadaptxl linear xl adapter (serial#(B)(6)); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5l0935); h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was fired on thick tissue. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. A scratch was observed on the cartridge side jaw, which might have been made when the I-beam advanced forcefully in clamping the jaw or firing. The clamping mechanism was deformed. Functional testing noted that the reload was loaded into a representative handle. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, immediately before use, the power handle was detached from the battery charger and taken to the operating room. When the power handle was inserted into the power shell, an error appeared on a yellow background indicating that the shell was not recognized by the handle. The adapter was installed as is, and the cartridge was then installed. After checking the opening and closing (the back monitor was not checked), the power stapler was handed over to the doctor. After the doctor clamped the tissue, the green button did not light up, so the doctor instructed the nurse to replace the cartridge. The cartridge was replaced, and the adapter part on the back monitor turned green. However, when the cartridge was installed, the cartridge part detached and a red indicator appeared, while the shell part remained yellow, and the device could not be used. After the operation was completed, the power handle was recharged. When it was tested with another new power handle and the same adapter, there was no problem and it functioned properly, so it was considered to be a shell-side error. According to the instruction of the circulating nurse, a restart was attempted, but the shell error did not change. A new device from another company was used to resolve the issue. The reloads used were tested and worked normally. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the jaw of the reload was open.